Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 80.752 joules. No information was provided as to whether the fiber cap was retrieved. No patient injury was reported.